Event description:
Pt at a physician office visit - port did not flush properly or draw blood. Sent to interventional radiology for port check. Discovered that catheter had detached from the port reservoir. Catheter portion retrieved by interventional cardiologist same day.